Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a crack and ¿leaking air vent¿ on several bd nexiva¿ closed IV catheter system(s). There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a crack and ¿leaking air vent¿ on several bd nexiva¿ closed IV catheter system(s). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
DHR review was performed on the lot number 7271728. The lot number was built on nfa #2, from (B)(6) 2017 thru (B)(6) 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Per review qn 200711561 was issued for air/water leak failed and qn 200711504 was issued for suspect leak from crack adapter. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received two representative unused nexiva 22ga units in opened packages and one empty package from the lot number 7271728. Visual/microscopic examination: observed the y-adapter had no cracks, gripper damage or a mis-molded and the vent plug was present. Water/air leak test: using a lab supplied iso luer slip connection test fitting, performed a water/air leak test, leakage was not observed in any area of the nexiva units. The defect of leakage; as stated in the subject of the pir was not confirmed with the returned units. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned representative units. The actual unit described in the incident report was not returned for evaluation. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that there was a crack and ¿leaking air vent¿ on several bd nexiva closed IV catheter system(s). There was no report of exposure, injury or medical intervention.